Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fluoroscopy confirmed that the left ventricular lead was dislodged. The lead was repositioned successfully. The patients condition after the procedure was stable.